Event description:
A site reported they felt the output of their vaporizer was lower than expected. There was no report of patient involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.